Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to extend the helix of the lead, regardless of how many rotations the physician attempted. The lead was not implanted. No patient complications have been reported as a result of this event.